Manufacturer narrative:
A review of the instrument logs of the architect c4000 analyzer (serial number (B)(4)) found possible cuvette wash issues and a misaligned reagent 1 probe. However, two weeks later an abbott field service engineer (fse) visited the customer site and found that two cuvettes (numbers 50 and 51) were cracked and thought to be the most likely contributing factors for the customer issue. The cracked cuvettes were replaced and subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends or systemic issues in conjunction with the complaint currently under evaluation. There were no returns available from the customer site. The architect system operations manual and the architect c4000 system service and support manual provide information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Concomitant medical products: architect clin chem calcium assay ln: 03l79-21, lot: 36254un16, architect clin chem magnesium assay ln: 03p68-21, lot: 82088un17.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Concomitant product(s): architect clin chem calcium assay ln: 03l79-21 lot: 36254un16 .architect clin chem magnesium assay ln: 03p68-21 lot: 82088un17.

Event description:
The customer reports discrepant patient results generated on an architect c4000 analyzer. The following was provided: one patient sample (sid (B)(6)) generated an initial architect clin chem magnesium assay result of 3.01 mmol/l (reference range of 0.66 to 1.07 mmol/l) on (B)(6) 2017. The sample repeated at 1.38, 0.74 and 0.72 mmol/l. One patient sample (sid (B)(6)) generated an initial architect clin chem calcium assay result of 3.93 mmol/l (reference range of 2.15 to 2.62 mmol/l) on (B)(6) 2017. The sample repeated eleven times between 2.57 and 2.60 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported.